Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, partially unlocked j2 connector was noted on lcd board. No cosmetic damage noted.

Event description:
It was reported that the customer's insulin pump keypad was unresponsive to user inputs. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 126 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.